Event description:
Customer was laying in bed with the pad on top of her thigh. Was holding the switch down and saw sparks. Her hand was numb so she couldn't feel the sparks. She found holes in her night gown. The product was not returned for investigation. The product was approx. 17 years 7 months old when the incident occured. The customer did not seek out medical attention. Customer stated the sparks only lasted for a few seconds. The customer admitted to laying on the pad. The customer also admitted to rolling the pad while storing. The customer was misusing the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations.